Event description:
It was reported that the pt suddenly lost stimulation sensation on her right side 1.5 weeks prior. She still felt stimulation on the left side. The pt tried to adjust the stimulation without success. Impedance measurements were greater than 20,000 ohms on all electrodes with various combinations. Per the physician, the lead will be revised at a later date. No injury to the pt was reported.